Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a female patient ((B)(6)) underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported by the caller the ultrasound catheter (10439011) while in the right ventricle (rv) confirmed a small pericardial effusion prior to the ablation. The thermocool® smart touch® sf bi-directional navigation catheter was in the left ventricle. The doctor noticed after careful observation during the two-hour procedure the effusion had expanded. A pericardiocentesis was performed. The patient's heart rate and blood pressure were noticed to be decreasing prior to the pericardiocentesis. There was 180cc of fluid was removed from the patient. The patient was stable. The patient was then transferred to the cardiac intensive care unit for observation. The case was completed at the time of the pericardiocentesis. The physician does not feel as though the bwi products were the cause of the event. The event was discovered during use of bwi products. Small effusion was noticed at the beginning of the study. As the case progressed the effusion got bigger. Half way through the procedure physician went transeptal. Pericardial tap was performed 1-2 hours following trans septal. Soundstar was in the rv. Physician was using ice to monitor the effusion during the procedure. The physician¿s opinion is that the cause of the event was patient¿s condition, the patient was not appropriately sedated and kept moving during the procedure. Physician is unsure which catheter is responsible for the complication. No surgical intervention was required. A pericardiocentesis was performed. The patient was stable when we left the procedure. There is no information regarding the need for extended hospitalization. There was no evidence of steam pop. Standard irrigation settings were used. There were no errors displayed on biosense webster equipment. All force visualization features were used. Visitag settings were impedance drop, tag size 2, respiratory adjusted, impedance drop for color. The medical safety officer reviewed this event on 10/29/20 and determined that the soundstar catheter is no implicated n the event. The effusion was noted at the beginning of the procedure though grew in size with ablation. Thus the event is conservatively reported under the ablation catheter.